Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not startup. Review of system logfile didn¿t show flexvision power issues. Upon functional testing fse found intermittent power issue on flexvision pc. To resolve the issue fse turned off and turned-on the flex vision pc and issue didn¿t reoccur. After this, the system was returned to use in good working order.